Event description:
Procedure type: unk. According to the reporter: the instrument did not work properly; the clip was cutting through the vein. Further info has been requested, but none has been provided.